Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). Medical device problem code: 2993 adverse event without identified device or use problem. Medical device problem code: correction to disregard 3191 appropriate term/code not available.

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2022, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2022. The patient experienced a skin reaction with itching, burning, redness, inflammation, drainage, pustules, and infection on the insertion site, which occurred four days after the sensor had been inserted in the arm. The patient contacted her doctor, and they prescribed an oral antibiotic cephalexin 500 mg. At the time of contact, it was indicated that the patient was in good condition. No additional event or patient information is available.